Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the during a revision procedure, the left ventricular (lv) lead was unable to reconnect to the patient's implantable cardioverter defibrillator (ICD). A grommet/setscrew problem was suspected. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.